Event description:
It was reported that during a robotic laparoscopic sigmoid colectomy, when the device was used for an end-to-end anastomosis, the stapler locked on tissue and would not open, remaining stuck in the patient. A yellow swimlane error appeared related to the reload. The stapler did not complete the firing sequence as expected, and the anvil/spike did not open after firing, requiring manual intervention. Removal of the device from the anastomosis was difficult and took approximately 2-3 minutes to remove from the colon. Troubleshooting steps included detaching and reattaching the stapler from the adapter, resetting the stapler by pressing two fire buttons simultaneously, attempting to reset the spike by pressing four rotation buttons simultaneously, and ultimately using a manual retraction tool to manually open the anvil. Upon visual inspection with a scope, a singular unformed staple was observed at the anastomosis, although the donuts were intact and the anastomosis appeared complete otherwise. A leak test was conducted and showed no bubbles, confirming the integrity of the anastomosis. The procedure was extended by 20 minutes due to device issues.

Manufacturer narrative:
D10 concomitant products: sigcirxl, sigcirxl signia circ adapt x lng length, (serial #(B)(6)); sigcir31xt, ts 2.0 sigcir31xt circ. 31mm xtr thick, (lot #n6a1142uy); sigpshell, sig power sigpshell control shell, (lot #n5c2366yy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned handle noted no abnormalities. Functional testing noted that the handle was inserted into a charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v40.5 software. The handle had 239 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to be clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. Analysis of the data saved to the returned handle data indicated that during a procedure in the field, the system was unable to complete the minimum cut stroke prior to reaching a system limit. Because of this, the handle displayed yellow adapter and reload swimlanes. It was reported that the device was difficult to remove from the cavity. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that a yellow swimlane error appeared related to the reload. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.